Event description:
It was reported that the patient's blood glucose level rose to 278 mg/dl while wearing the pod between 36 and 48 hours. The patient did not notice whether the pink slide moved forward. They could not confirm whether the cannula properly inserted into the skin during wear. The patient denied any redness/swelling nor insulin leakage occurring at the insertion site. The patient stated that they received an alert notifying them of high blood glucose levels. During the call with product support, they guided the patient so that they could deliver a bolus. Blood glucose levels then decreased to 231 mg/dl. At the end of the call, the patient advised that they would continue to use the pod in question until they had to change it. No treatment was reported. The device is not available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.